Event description:
It was reported that during testing, telemetry measurements with the device were found to be intermittent.

Manufacturer narrative:
Currently it remains uncertain if the device is about to fail. Frequent checks and monitoring of the situation was recommended. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.